Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited noise and oversensing on the right ventricular (rv) channel. A lead safety switch was triggered due to high impedance measurements of greater than 2,000 ohms, and the lead configuration switched to unipolar. The device appeared to be oversensing the minute ventilation (mv) signal. There were no pauses in pacing noted. The mv feature was programmed off to avoid further issues, and the physician will continue to monitor the patient. No adverse patient effects were reported. The device remains in service.